Event description:
It was reported that following a revision procedure (MFR. Report no. 3006630150-2024-02986), the patient had impaired wound healing, dehiscence, and breakdown of the right flank. It was noted that the ipg site was infected and patient was prescribed with antibiotics. The patient also had daily betadine and cover dressings to manage drainage and mitigate bioburden, however, the wound was still not healing properly. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was kept by the medical facility.